Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure modes for poor barrier separation, gel air bubbles, and fibrin was observed. Additionally, retention samples from bd inventory were visually inspected and no additive or gel issues were observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation, fibrin, and gel air bubbles based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
Report 1 of 3. It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the barrier is not properly separating the serum from gel. No patient impact. The following information was provided by the initial reporter: " 2 tubes with alleged poor barrier separation on (B)(6) 2023."

Event description:
Report 1 of 3. It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the barrier is not properly separating the serum from gel. No patient impact. The following information was provided by the initial reporter: " 2 tubes with alleged poor barrier separation on (B)(6) 2023."

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.